Event description:
It was reported that the patient with this left ventricular (lv) lead had exhibited infection and erosion. A laser extraction was performed with this lv lead. Furthermore, the physician stated that the leads extracted were terrible. No additional adverse patient effects were reported. This lv lead will not be returned.